Manufacturer narrative:
This is a delivery issue and it does not involve a product malfunction. No further investigation is required. This is the final report.

Event description:
A customer reported he received his order of a freestyle freedom lite blood glucose meter, but he did not receive his lancing device. Adc customer service informed the customer the lancing device was on back order and advised the customer about the new delivery date. During the course of the troubleshooting survey, the customer additionally reported that as result of the delivery issue, his "blood sugar was rising". The customer reportedly experienced dizziness, weakness, headaches, a burning sensation in his legs and cramps. He reported he ate food, drank a beverage and also took his non-diabetes prescription medications to counteract the event. The paramedics were called and the customer was reportedly treated with insulin and then transported to a health care facility. Although the customer reported that at the facility, he was diagnosed with hypoglycemia, he kept being treated with insulin and was "placed on a drip". There was no report of death or permanent impairment associated with this event.